Event description:
It was reported that during tape change, the eyelet on the flange split as the velcro tape was passed through it. Patient was fine throughout with no change to observations. Tube change was performed. There was patient involvement but no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.